Event description:
It was reported that the patient experienced an infection "so bad that I almost died." He stated that he never had therapeutic effect from his implanted device. The patient had the device explanted by a different hcp than the physician who implanted his device originally. He stated that the physician who explanted the device "tore my nerve to pieces" at the catheter site. The patient stated that he had pain at the site. The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B) (4).